Event description:
It was reported that after deployment of a stent into a anterior descending coronary artery, the guide wire prolapsed and 5mm tip was left in the distal portion of the vessel. No pt sequelae was reportedly associated with this event.

Manufacturer narrative:
Evaluation summary: the results of analysis confirmed that a portion of the distal wire was separated. Analysis of this guide wire under scanning electron microscopy concluded that the device fractured as a result of tensile overload. Quality engineering concluded that the device had been used beyond its material limit. Quality engineering has concluded that no corrective action is warranted at this time as this is a low level failure mode. Quality engineering will continue to monitor for this type of product issue. Quality assurance considers this MDR closed.